Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical canada evaluated the device and the device performed to specification. A review of the device log indicates the device was prompting low battery and shutdown warning errors during the event. The battery was evaluated and was determined to have minimal charge remaining. The device was recertified and returned to the canada loaner pool. The x series operator's guide, page 24-7, guidelines for maintaining peak battery performance states: "always carry at least one fully charged spare battery. If no other source of back-up power is available, two spare batteries are advisable. Rotate spare batteries routinely. The charge level gradually diminishes in a battery after it is removed from the charger even if it is not used. Regular battery rotation helps to avoid incidents where a low battery condition is encountered because the battery has not been recharged or used in more than 30 days." Analysis of reports of this type has not identified an increase in trend.